Event description:
Boston scientific received information that latitude had detected a red alert for this system due to out of range shocking impedance measurements which were less than 20 ohms and also greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported and the patient was scheduled for a follow up visit. However, additional information regarding this visit was unable to be obtained. This product issue will be updated if additional information is received.